Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer removed the pump, reloaded the same supplies, and successfully resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.